Event description:
It was reported to philips that the external paddles test failed. There was no pt involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.